Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after replacing the battery, the users got a time base 99 failure. There was no pt involvement.